Event description:
A technician reported a case of trace diffuse lamellar keratitis (dlk), one day post lasik surgery. Increased frequency of steroid drops was used to treat the event, and the patient's post operative complaint of foreign body sensation was noted at one day after surgery. Upon follow up, the reporter informed that the dlk resolved with treatment, and the patient's ucva was 20/20, eight days after surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).